Event description:
Information received indicates a leak was detected from the gas port component after beginning ECMO support. The prodcut was replaced during the case with no patient complication reported.

Manufacturer narrative:
Analysis: product evaluation confirms the reason for return; the membrane is damaged and leaks. Visual inspection shows no obvious signs of physical damage to the outer wrap of the device and the unit is bloody. The product was cleaned for mechanical testing. Findings from pressure testing revealed moisture was seen exiting from the gas port component. Results of destructive analysis show blood inside the envelope (membrane) near the end roll. A vacuum test was performed, which detected a leak from one area of the membrane. Microscope inspection revealed a cut in the membrane, which could have occurred during the manufacturing process. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Although requested, the event date and patient specific information (gender, dob) are unknown. Conclusion: no patient event. Reduced device performance occurred and was related to the reported product problem.